Manufacturer narrative:
The device history record (DHR) for lot 513240x was reviewed and no anomalies related to the reported issue were observed. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. Two photos and 30 samples were returned for evaluation however the reported issue was not observed during visual or electrical testing. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported that when the electrode is removed from the wire that is connected to the holter, the black tip remains in the plug and must be removed by removing it with a chisel or paper clip. In addition, black remains inside the tip of the plug and the staff have to take a paper clip to try to remove everything, but damage is starting to occur on many of the wirings. This has been occurring on a daily basis for several months. Furthermore, artifacts have been more present for a few weeks on the holters and examinations are 4x longer to decode, and some arrhythmia could not be spotted under the artifacts. On 16sep2025 customer stated that no patients were injured. However, the electrode wires become damaged when attempting to remove the black tip inside the electrode.